Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune symptoms"), crohn's disease ("gastrointestinal or digestive system condition type: possible crohn's ulcerative colitis"), colitis ulcerative ("gastrointestinal or digestive system condition type: possible ulcerative colitis") and haematochezia ("bloody stool") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. Concurrent conditions included vulvovaginal inflammation, burning sensation, menses irregular, dysuria, epigastric pain, chronic inflammation of orbit, unspecified, acute inflammation of orbit, esophageal discomfort, granulation tissue, uterine bleeding, endometrial polyp, nickel sensitivity, ache, vaginal discharge, premenstrual dysphoric disorder, lsil and menometrorrhagia. Concomitant products included bupropion hydrochloride (wellbutrin), codeine phosphate;paracetamol (tylenol with codeine no.3), esomeprazole from (B)(6) 2014 to (B)(6) 2015, gabapentin (neurontin) from (B)(6) 2014 to (B)(6) 2014, omeprazole from (B)(6) 2014 to (B)(6) 2015, oxycodone hydrochloride;paracetamol (percocet) and vitamins nos (multivitamins) since 2000. On (B)(6)2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced crohn's disease (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: urinary tract"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal infections"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infections"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type: yeast infections"), blister ("rashes or skin conditions type: blisters from a necklace possible containing nickel"), rash ("rashes or skin conditions type: rashes on lower abdomen and lower back."), pollakiuria ("bladder or urinary problems or changes: frequent urination"), nausea ("nausea"), feeling abnormal ("neurological conditions or problems type: brain fog"), hypoaesthesia ("neurological conditions or problems type: numbness"), paraesthesia ("neurological conditions or problems type: tingling in limbs"), neuralgia ("neurological conditions or problems type: nerve pain"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), mouth ulceration ("gastrointestinal or digestive system condition type: mouth ulcers"), abdominal pain ("abdominal pain") and suprapubic pain ("suprapubic pain") and was found to have weight decreased ("weight gain / loss (specify which one) weight loss"). On (B)(6)2014, the patient experienced vision blurred ("vision/eye problems type: occasional blurred vision") and underwent polypectomy ("hysteroscopic resection of polypoid tissue"), 3 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), haematochezia (seriousness criterion medically significant), mental disorder ("mental issues"), eye pain ("vision/eye problems type: eye pain / eye pressure pain"), groin pain ("groing pain"), abdominal pain upper ("stomach pain"), arthralgia ("joint pain"), pain ("body aches"), stomatitis ("mouth sores") and abdominal pain lower ("lower left quadrant pain"). The patient was treated with surgery (surgery to remove the essure, hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, autoimmune disorder, crohn's disease, colitis ulcerative, haematochezia, mental disorder, urinary tract infection, vaginal infection, cystitis, vulvovaginal mycotic infection, blister, rash, pollakiuria, nausea, eye pain, fatigue, weight decreased, gastrooesophageal reflux disease, mouth ulceration, alopecia, abdominal pain, groin pain, suprapubic pain, abdominal pain upper, arthralgia, pain, stomatitis and polypectomy outcome was unknown, the menorrhagia, vaginal haemorrhage, feeling abnormal, hypoaesthesia, paraesthesia, neuralgia and vision blurred had resolved and the abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, autoimmune disorder, blister, colitis ulcerative, crohn's disease, cystitis, eye pain, fatigue, feeling abnormal, gastrooesophageal reflux disease, groin pain, haematochezia, hypoaesthesia, menorrhagia, mental disorder, mouth ulceration, nausea, neuralgia, pain, paraesthesia, pelvic pain, pollakiuria, polypectomy, rash, stomatitis, suprapubic pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: she the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, nausea, abdominal pain upper, menorrhagia, vaginal haemorrhage, abdominal pain, abdominal pain lower, rash. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: urinary tract and vaginal infections, bladder infections, yeast infections, rashes or skin conditions type: blisters from a necklace possible containing nickel, rashes on lower abdomen and lower back, bladder or urinary problems or changes: bladder or urinary problems or changes: frequent urination, nausea, neurological conditions or problems type: brain fog, numbness and tingling in limbs, nerve pain, vision/eye problems type: occasional blurred vision, eye pain, fatigue, weight loss, gastrointestinal or digestive system condition type: gerd, possible crohn's and ulcerative colitis, mouth ulcers, hair loss, abdominal pain, groin pain, suprapubic pain, stomach pain, joint pain, eye pressure, body aches, bloody stool, lower left quadrant pain. Reporter information, aka name, concomitant drug, lab data, medical history were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune symptoms") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and mental disorder ("mental issues"). The patient was treated with surgery (surgery to remove the essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, autoimmune disorder and mental disorder outcome was unknown. The reporter considered autoimmune disorder, mental disorder and pelvic pain to be related to essure. The reporter commented: she the need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.